Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the sicu during insertion of the swg through the ars, resistance was met resulting in the kinking of the swg. A new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.